Event description:
It was reported that the patient presented in clinic for a follow up with fatigue and dizziness. The patient's right ventricular lead exhibited high capture threshold and low pacing impedance due to lead dislodgement. Lead dislodgement was confirmed by chest x-ray. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.